Event description:
It was reported to philips that after testing, the device gives a "requesting service" error message. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that after testing, the device gives error requesting service. There was no patient involvement. The customer worked with the technical support representative. The customer was sent a quote for diagnostic servicing. The customer never responded to quote. The quote expired. The customer was refusing repair. No further action at this time.